Event description:
A nurse reported the equipment did not perform the phaco prior to a procedure. The procedure was canceled after the pt had rec'd peribulbar anesthesia. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).